Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a complex c-section with subtotal hysterectomy, there was difficulty using the handpiece and depressing the button sufficiently to complete the cycle. Surgeon stated it felt "different than normal" and was unable to effectively cauterize tissue. There was a prolonged care due to opening of new device and bleeding in an already high acuity situation.

Event description:
According to the reporter, during a complex c-section with subtotal hysterectomy,  there was difficulty using the handpiece and depressing the button sufficiently to complete the cycle when used on uterine/pelvic tissue. Surgeon stated it felt "different than normal" and was unable to effectively cauterize tissue from the beginning of the case as activation tone, re-grasp alarm and end tones were intermittent encountered. Cleaning of the jaws was not performed. Procedure was extended for 10 to 15 minutes due to multiple re-dos, re-grasp and resealing and opening of a new device. There was a bleeding of 1500ml in an already high acuity situation but blood transfusion was not necessary.

Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the device was sealing completely, the unit switch/knob/button failed and there was alarm activation issue. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.